Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation on no image was confirmed due to a bad liquid-crystal display (lcd) panel failure. An additional reportable malfunction of bad digital device interface (dvi)connector was also identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), it was noted that the customer tried a different monitor which worked correctly and none of the video signals worked on the monitor. The customer was recommended to return the monitor for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the high definition lcd monitor was not displaying image. The issue was found during a diagnostic procedure. There was no patient harm or user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the legal manufacturer's final investigation. . Based on the results of the investigation, the root cause of the event could not be determined. However, no image was found due to a faulty liquid crystal display. Also, the bad dvi connector was found to be due to a defective cable on the board.